Event description:
Per the clinic, the patient¿s fixture failed to osseointegrate and fell out when the patient¿s healing cap was removed. The patient is on antibiotics (type not reported). Reimplantation is not planned at the time of this report.